Event description:
Reporter alleged obtaining the results of 174 mg/dl, 104 mg/dl, 124 mg/dl and 94 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she ate her breakfast and took her medications as usual. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.